Event description:
It was reported that, after a thr on (B)(6) 2012, the patient had the anthology stem implant break at the neck a revision surgery was performed on (B)(6) 2022 to revise the anthology stem implant. The procedure was completed using a competitor device and without delay. The current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Based on the information attached in the complaint and tracking number provided the label was created on 28/oct/2022; shipper was asked about the device status but no response was received. We have no evidence that it was ever received by the complaint investigation team for evaluation, therefore this case will be handled as no product return. The clinical/medical investigation concluded that, the provided x-rays and photos were reviewed and confirm the reported anthology stem implant breakage at the neck. However, as of the date of this medical investigation, supporting clinical documentation has not been provided. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact beyond the revision cannot be determined with the limited information provided. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, size selected or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.